Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a leak out of the patient line during priming. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the issue was due use error. The patient stated that there were two bags on top of the machine. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; no sample was requested at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
The home patient (hp) contacted baxter's (B)(4) regarding a leak out the top of the patient line which occurred on the homechoice (hc) machine during prime. The hp stated there were two bags on top of the machine. The technical service representative (tsr) advised that the line primed by gravity only and when there were two bags on top of the machine the solution was trying to reach the level of the second bag. The tsr explained the placement of the bags caused the solution to leak out the top of the patient line. The hp confirmed to put only one bag on the machine. There was no patient injury or medical intervention.